Manufacturer narrative:
Philips service replaced the mpdu control unit and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that one screen failed to turn on due to an mpdu issue on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.